Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, blood glucose level displayed "high". Customer loaded a new cartridge to resolve cartridge change error and deliver insulin subsequently resolving blood glucose level.